Event description:
Same case as MDR ID # 2134265-2014-00325. (B)(4) clinical study. It was reported that a chest pressure occurred. In (B)(6) 2012, the subject presented with stable angina and was referred for cardiac catheterization and index procedure was performed. The subject was enrolled in the (B)(4) study. Target lesion #1 was a in stent stenotic lesion (unknown des) located in the mid left anterior descending artery (lad)with 90-95% stenosis and was 16 mm long with a reference vessel diameter of 3 mm. Target lesion was treated with direct stent placement using a 3.00 mm x 20 mm ion stent. Following post dilatation, residual stenosis was 0%. After the implantation of 3 x 20 mm (B)(4) study stent and post dilatation with 3.25 mm x 12mm nc quantum apex balloon catheter, chest pressure reported (8/10 on pain scale) by the subject. Fentanyl IV 25 mg was given to treat this event. The subject was discharged the following day on aspirin and clopidogrel.

Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).